Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced the high blood glucose of 540 mg/dl. The customer did not provide the information related to the treatment and the symptoms. It was unknown whether customer was using the auto mode or not. The device will not be returned for the analysis.